Manufacturer narrative:
Sensor(B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and damage to sensor housing was observed. Attempt to extract data using approved software was unsuccessful.therefore, adc is enable to perform functionality testing. This issue is unable to test. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product was reviewed and the DHR indicated the product meets per its specification prior to release to distribution. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 41.00 mg/dl compared to readings of 259.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 10 days. There was no report of death, serious injury, or mistreatment associated with this event.